Event description:
As reported, post implant xenmatrix ab graft "is disintegrating".

Manufacturer narrative:
Based on the information available, no conclusions can be made. The information provided is limited, and there has been no response to requests for additional information. The environment in which the graft was implanted into is unknown. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Note, the date of event ((B)(6) 2023) is provided as an estimate. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.